Event description:
During an in clinic follow-up, post-paced t-wave oversensing and episodes of automatic mode switching were observed on the device. The device is anticipated to be reprogrammed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.